Manufacturer narrative:
(B)(4).

Event description:
Received info that the pt fell backwards and landed on her hip area where her leads and transmitter are located. After the fall, the pt experienced a lack of therapeutic effect and reprogramming attempts in the clinic did not yield any stimulation sensation. The clinic was planning on doing an x-ray of the system. Additional info has been requested and if received a follow up report will be sent.